Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubie was not opening. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractors caused the issue. A field service engineer replaced retractors on drawers 3-1, 3-2, 4-1 and 4-2, ran diagnostics, tested all drawers and pockets, it tested ok. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubie was not opening. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. There were no adverse events or injuries reported based on this event.